Event description:
A jade balloon ruptured in-vivo after treatment of a 80% stenosed, severely calcified, 6mm mid superficial femoral artery. A piece of the balloon was left in the patient. A snare was used to retrieve the ruptured component. The patient was in stable condition. Background: 1.ruptured component retrieved with a snare.